Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped due to isometric noise. A lead fracture was suspected. The lead was capped (B)(6) 2020 and replaced. The patient was stable before, during and after the procedure